Event description:
On [redacted date], the patient underwent the planned stone extraction and ureteral stent exchange. While grasping the right stent, the surgeon removed a piece of broken super-stiff wire in the ureter from the prior stent placement procedure on [redacted date].